Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. It was reported performance needle breakage. A dispensed needle/suture was received for evaluation. The evaluation revealed there was not a fractured needle associated with the project.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: "following requested: procedure name? No information. Confirm the total qty involved?it is documented under impacted products- total qty involved=2 and event report states ""the needle"": total qty involved is 2. Did needle piece fall into patient? No information. If yes, was it removed? And how? N/a. Was procedure completed successfully? Yes. And how? No information. No further information will be provided."

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2018 and the suture was used. During use, the needle was broken. There were no adverse patient consequences reported. The procedure completed successfully.